Manufacturer narrative:
Device will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect lot 552003. Reference medwatch report with (B)(6) for the suspect lot 552071.

Event description:
Customer reportedly received the following results within 10 minutes on the advantage system, using 2 separate strip lots: 403 mg/dl (lot 552071) and 135 mg/dl (552003). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.